Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the complaint device, lot 60091628 had a potential field age of 7 years and 8 months at the time of failure. Based upon the lot number 60568430, the complaint device had a potential field age of 4 years and 9 months at the time of failure. The failure mode described is consistent with a deterioration of the epoxy bond between the shaft and the pin, thus allowing the pin to migrate. Evaluation: as returned, the thumb pin of both devices is no longer secured by epoxy. Manufacturing documentation has been reviewed and indicates that the devices were manufactured to specification.

Event description:
It is reported that one thumb screw has fractured and the other is loose.